Event description:
It was reported the patient's ipg had an increased recharge burden. A replacement charger did not resolve the issue. The sjm representative confirmed the patient was charging correctly. Follow up identified the next course of action was to be determined.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.